Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2018-00636.

Event description:
It was reported that one or two screws were found broken approximately four years and nine months after being installed. The patient presented with pain and problems with mobility so x-rays were taken which found the screw(s) broken at c7. The initial construct was placed at c5-c7. There is no information available regarding any treatments for the broken screw(s). This is report one of two for this event.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that one or two screws were found broken approximately four years and nine months after being installed. The patient presented with pain and problems with mobility so x-rays were taken which found the screw(s) broken at c7. The initial construct was placed at c5-c7. There is no information available regarding any treatments for the broken screw(s). This is report one of two for this event.